Event description:
Intera oncology received a report that pump was explanted from patient on (B)(6) 2024. According to the physician, the pump was extracted due to pump appearing through abdominal wall. There were no reported issues with pump # (B)(6).

Manufacturer narrative:
The reason for pump revision was that the pump appeared through abdominal wall. There were no issues with pump # (B)(6). To date, there has been no issues with new pump # (B)(6). The device history record, rtr-0883-20001 l/n 28557515, was reviewed. There were no nonconformances pertaining to this serial number. There were 1 deviation related to the manufacture of this lot. Pumps that were sterilized after the annual sterilization requalification to be moved to quarantine, released after requalification was implemented. The deviation had no impact on the manufacture of this lot. The device met all specifications prior to release from manufacturing.